Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator ii was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare loop was unable to cut the polyp. Resistance was noted in the handle, after which the snare mechanism became nonfunctional and would not open or close. No cautery occurred nor any energy was applied. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event